Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy does not really help the patient's back. It was noted that the patient keeps the ins charged. Follow-up was conducted to obtain more information regarding this issue. Additional information was received from the patient on (B)(6) 2019. The patient indicated that their therapy never helped their back at all. They couldn¿t get it up higher because it would shock them. The therapy only helped their legs. Nothing helps their pain and they had some test done on (B)(6) 2019. The patient has a new healthcare professional (hcp) who asked the patient to contact patient services to set-up an appointment for an adjustment with a manufacture representative (rep). Patient services sent an email to local reps and also recommended that the patient consult with their hcp in contacting a rep. No further complications were reported/are anticipated.